Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. Customer reported to philips technical support (B)(4) logged in device history record. Inlet filter clean, fan filter missing. Tech support provided parts ID for the fan guard, filter and retainer. Customer going to verify operation of the fan. Customer email received by philips states "all is good: please close ".

Event description:
Customer reported check vent alarm - blower temp high. No patient/user harm reported. The event date was not specified; estimate used